Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-3638, knotless fibertak¿ with #2 suture (5-box), the sutures were frayed while shuttling the repair sutures. This was detected during an unspecified procedure on (B)(6) 2025.